Manufacturer narrative:
Device evaluation: a visual and functional inspection of the endoscope was performed. The handgrip, housing, and shaft are in good condition with no visible damage. The plug shows deep scratches on the gold contacts of the ccu cable. Traces of liquid were found on the circuit board, and corrosion was present at the interface between the image connector and the pcb. The endoscope produced a distorted image, although no leakage was detected. The customer reported issue "image is not showing" could not be confirmed, but reduced image quality was observed. Evidence of internal fluid was found, despite the device being leak, tight. It is likely that fluid entered during the cleaning process, potentially due to the vent being left open. After sufficient drying time, full image functionality returned. Fluid ingress likely caused corrosion at the imager to pcb connector. Both the imager and pcb are newly manufactured components (march 2025). Additional corrosion and debris were found around the led board. After cleaning the imager connector and replacing the pcb, the image quality was restored; however, damage to the imager connector remains. As the endoscope was not leaking, the only plausible entry point for moisture is the pressure compensation valve. Therefore, user misuse is considered the likely cause of the image failure. The IFU outlines the correct handling and reprocessing of the device. Additionally, a visual and functional inspection must be performed before each use to prevent potential injury and avoid damage to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the images was not shown. No negative impact in state of health reported.